Event description:
(B)(4). Severe mood swings, depression, increased anxiety, anger, cramping and heavy menstrual bleeding, increased migraines leading to taking medication for some time, constant weight fluctuations, bloating, pain during intercourse, benign uterine polyp removed, bacterial vaginosis.

Event description:
(B)(4). Suicidal thoughts, loss of concentration/focus.